Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The battery was defective on delivery. It was not charging, and the machine was stating a dead battery when installed. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s sales personnel confirmed the reported defective battery. Replacement battery shipped on order # (B)(4). The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned battery pack was installed in an fi ventilator. The battery was deeply discharged and could only be trickle charged but no error occurred. After extended trickle charging the battery could be charged regularly again. The battery flash parameters were read out and showed no fault other than the deep discharge. The battery pv test was executed and passed. No failure was found.